Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were inserted, positioned, and deployed. As compression measurements were being taken, a thrombus was observed surrounding the threaded insert and core wire. The thrombus was biased outward into the left atrium, and it was not mobile. The wds was released. Aspiration was attempted through the was. The patient was administered eliquis and admitted to the hospital. A follow-up transesophageal echocardiogram (tee) was performed revealing resolution of the thrombus. The patient was discharged.